Event description:
Report received of no audible alarm tone. The pump was programmed in the intermittent mode to deliver 2 gms of ampicillin with a set dose of 86 ml for the duration of 1 hour, every 4 hours, 6 doses per container, with a keep vein open (kvo) rate of 1.5 ml/hr between infusions. The solution bag contained 14 gms of ampicillin for a total volume of 580 ml. On 03/2005, the delivery was started on a homecare pt. It was reported that after the last dose of the container was infused, the pump did not alert the pt with an audible tone that the infusion had completed. At an unspecified time, the pt changed the container; however, the program was not resumed. The following day when the pt arrived at the clinic, it was reported that the display showed "all doses infused" and the pump was infusing at the keep vein open (kvo) rate of 1.5 ml/hr. It was reported that the pt missed 4 doses of the antibiotic. The physician was notified and no orders were given. A replacement pump was not available; therefore, the nurse instructed the pt to change the container every 24 hours and to resume the program. The pump was in use until 03/2005 when a replacement pump became available. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.